Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient an open skin irritation on his back. There was no alleged device malfunction contributing to the irritation. The patient's nurse applied cream to the irritation and covered it up. Follow up indicated that the skin irritation improved.